Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received hydromorphone (40mg/ml, 12mg/day) and bupivacaine (10mg/ml - 20mg/ml, 3mg/day - 6mg/day) in an implantable pump for malignant pain and cancer pain. The patient presented to the hospital with pain because she could not utilize the personal therapy manager (ptm) for boluses. The secondary drug concentration was changed and a bridge bolus was programmed on (B)(6) 2016. It was reviewed a bridge bolus would not be necessary if the flow rate of the primary drug remained constant. The reporter called to cancel the bridge bolus. It was noted the primary drug maximum total daily dose in simple continuous mode and patient activated boluses was "19ug/day."

Manufacturer narrative:
Type of reportable event updated to serious injury for the report of being in the hospital. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.